Event description:
Patient required surgery to remove and replace possible malfunction/defective implant. The implant was identified and removed. It was noted to have ruptured between the proximal stem and the body of the joint. The joint had become rather tight due to the dislocated implant and release of the volar plate was performed.